Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report.

Event description:
Related manufacturer reference number 1627487-2020-00059. Related manufacturer reference number 1627487-2020-00060. It was reported that the patient was experiencing discomfort where the extension was coiled following significant weight loss. Surgical intervention took place in which the patient's system was explanted. Surgical intervention addressed the issue.

Event description:
Related manufacturer reports: 1627487-2020-00058, 1627487-2020-00059 and 1627487-2020-00060.